Manufacturer narrative:
Product was replaced and requested to be returned for evaluation.

Event description:
In 2007, the patient reported receiving an e4 (occlusion) error on her infusion device. She stated that she attempted to then change the insulin cartridge and while retracting the piston rod the infusion device began to make a loud sound "as if it is going to die" and alarmed e10 (cartridge error). She stated that she removed and reinserted the battery and the piston rod would on retracted half way. She reported that the first time she changed the insulin cartridge with this infusion device the plunger became stuck to the piston rod and insulin leaked into the cartridge compartment. The patient was instructed to insert a brand new battery into the infusion device and she was still not able to retract the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.